Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not completing its boot up cycle. In this state, the device would not be available for use on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.   The removed pcb assemblies were further evaluated in the failure analysis.  The cause of the reported issue was determined to be due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.